Event description:
Had central line inserted in 2007. Had IV meds until the following two days. Discharged then to a home health agency for IV meds for cellulitis of trunk due to mrsa. Saw her surgeon seven days later, who cultured her right neck in the area of the central line. It grew serratia marcescens. She was admitted three days later, for the infection around her central line with cellulitis. Blood culture the next day grew serratia marcescens. Dose or amount: 10ml, frequency: daily, route: IV. Dates of use: three days in 2007. Diagnosis or reason for use: cellulitis trunk. Event abated after use? Yes.